Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage/loss of mechanical integrity to the haptic of the implanted lens. Physician report does not indicate that any adverse event or condition would have caused the damage. Per medical review - reportedly, intraoperative micl(12.6 mm) removal/ exchange was performed to address haptic damage noted upon insertion. No reported incision enlargement or any other tissue damage. According to surgeon`s email, dated on 12/14/15 , he didn`t notice damage during loading so he attributed event to small defect as received that resulted in haptic tear while he was pushing it through injector. He confirmed that there was no patient injury during removal. Backup lens was successfully implanted. No reported postoperative sequelae. Conclusion: based on the complaint history, work order search, medical review, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The reporter stated the surgeon inserted and removed a 12.6mm micl12.6 implantable collamer lens, -12.5 diopter, due to the haptic was noticed to be ripped upon insertion. The lens was removed in small pieces and there was no patient injury. The surgeon reported the lens was not noticed to be damaged while loading, but felt the lens had a small defect when received and then was damaged as it went through the injector. The backup lens was implanted.